Manufacturer narrative:
Correction: date of event should have been (B)(6) 2018 instead of (B)(6) 2018. Correction: therapy date should have been (B)(6) 2018 instead of (B)(6) 2018.

Event description:
New information received notes that the patient presented to clinic on (B)(6) 2018 with shortness of breath and hypertension. Patient reported respiratory issues ¿ cough, dyspnea, edema and wheezing. Patient was diagnosed with acute bronchitis/respiratory infection with sepsis and was prescribed medications. On (B)(6) 2018, patient presented with fever and weakness. Additional medications were prescribed to the patient. Patient¿s condition was stable and patient was admitted as early pneumonia was suspected. There were no signs of infection on echocardiogram. Patient¿s symptoms were improved, and the patient was discharged home with prescribed medications. Patient presented again on (B)(6) 2018 with shortness of breath and edema. Pneumonia was improving. Patient will continue with currently prescribed medications. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital with respiratory infection and sepsis few weeks post pacemaker system implant. Bronchopneumonia was diagnosed. It was unknown if the event was related to implant procedure. Patient was treated with IV and oral antibiotics. The event was resolved, and the patient was discharged in stable condition few days later.